Event description:
On (B)(6) 2025, the manufacturer was notified that the user experienced hyperglycemia with a reported blood glucose (bg) level of 335 mg/dl and was treated in the emergency room (ER) with a 3-unit insulin injection. The user was not admitted and released the same day. The user indicated the pump powered off prior to the event, which may have contributed to the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.